Event description:
A malfunction alarm was reported by a distributor in denmark involving the customer's pump. There was no adverse impact to the customer's blood glucose level. The distributor noted multiple occurrences of the malfunction, and technical support decided to replace the pump, confirming the shipping details. The customer will use manual daily injections as backup therapy and was guided on returning the malfunctioning pump within ten days.